Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that patient did not have a remote control, and physician opted to replace the ipg for technology upgrade purposes. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.